Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 22 days dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved and the patient presented bone type ii.